Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad rubber was coming off over up and down buttons for a month. The reporter stated that up, down, and okay buttons required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device returned to manufacture date is not known. The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: the keypad was found to be peeling at okay button. Evaluation revealed that up, down, and okay buttons were responding properly, but contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts.